Event description:
The customer reported that the remote network station (rns or remote monitoring system) has no audible alarm.

Manufacturer narrative:
There no pt injury or adverse event. The customer checked their unit in response to the notification sent to them from us and found this issue. Awaiting requested device for repair and failure investigation.